Event description:
The distributor reported that the device was in the pt's cranium but the intracranial pressure reading was unstable between +60 to 0 mmhg. No pt injury was reported. Additional info was requested in march 2004.